Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported the battery of their pdm is overheating, and the device will no longer turn on. The patient confirmed they are using an insulet provided charger.